Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device dislodged/migrated. The device remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device had not migrated or dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.